Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 1210) has been confirmed. Upon investigation the monitor displayed a service code 210 and was unable to complete incoming functional testing. The cause for the failure was isolated to a defective u6 on the computer/analog board. The root cause for the damaged component could not be positively identified. No adverse event resulted from the damaged monitor.